Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is placing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient had si joint pain relief, but complained of leg pain following the initial procedure. The surgeon determined that the second implant was impinging on a nerve. In (B)(6) 2017, the surgeon performed a revision surgery where he backed out the second implant approximately one centimeter to alleviate the nerve impingement. The patient's leg pain solved following the revision procedure.